Manufacturer narrative:
Findings: pump was received with cracked and bleeding on lcd glass, broken off the end cap, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and dented case. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to damaged lcd glass.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 39 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.